Event description:
It was reported that the device began to smoke during a procedure. The procedure was completed with a back up device with no allegation of adverse consequences.

Manufacturer narrative:
The device is being held at the account for an internal investigation. Requests have been made to have the device returned to the MFR for a quality investigation. If the product is received, the investigation will be completed and a follow up report will be filed.